Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery failed the initial labeled longevity calculation. The device case was opened to facilitate examination of the internal components. A high current condition was identified. However, no leaky capacitors were found. Detailed analysis was undertaken. Analysis confirmed the high current drain and subsequent premature battery depletion was caused by the mixed mode ic.

Event description:
It was reported that this pacemaker was explanted due to normal battery depletion (nbd). When returned to the boston scientific post market quality assurance laboratory, testing revealed the pacemaker failed the labeled longevity calculation.